Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2012780: 50 items manufactured and released on 01-feb-2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and anterior knee pain and the cause is unknown. About 1 year and 4 months after the primary surgery, the surgeon revised the insert (from 10 mm to 13 mm)and resurfaced the patient's natural patella. The surgery was completed successfully.